Event description:
The reporter stated that the surgeon inserted a three piece silicone lens aq2017v model into the patient's eye and the trailing haptic tore off. Lens was removed without enlarging the incision. No patient injury.